Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe had leakage around the black stopper at the bottom of the plunger. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok¿ tip syringe had leakage around the black stopper at the bottom of the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: thirteen samples received for investigation. During the visual evaluation of the functionality of the device, damage (crack) is observed in the barrel, which causes leakage of the first and second ribs of the stopper. DHR review shows during the entire manufacturing process no mention is made of event or report of nonconformity that could be attributable to the defect that the client reports. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented, thus its functionality has not been all effective. The mode of failure of the inadequate functioning of the leak test bolt in the assembly equipment was also identified, this is because since it is moving with a short space which causes it not to be representative in order to detect the defect. Corrective and preventative action was opened to investigate this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.